Event description:
Hold ap 10.13on (B)(6) 2022, the lay user/patient contacted lifescan USA, alleging that their onetouch verio test strips were ¿deformed¿. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. This complaint was initially ruled out as a reportable event as there was no indication that the product malfunctioned during customer service troubleshooting and there was also no indication that the product caused or contributed to an adverse event. The lay user/patient¿s test strips were returned to and evaluated by lifescan product analysis with the following findings: the test strips underwent a visual inspection and the reported issue was observed and confirmed. A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. In addition, the retained test strips of lot# 4778997 were subjected to visual testing. The retain test strips passed visual testing with no defects identified. Lfs also conducted a strip lot evaluation and concluded that the complaints associated to this lot do not require escalation and no systemic issue was observed. On june 07, 2022, investigation concluded that the test strips had been mis-cut during the slitting and vialling process. It has been confirmed that the complaints for this hazardous situation are contained within the overall residual risk threshold that is used to monitor safety of the device in the field. Lifescan continues to monitor the complaint rate against risk thresholds and targets set for the device. Currently there is no indication that this issue requires further investigation. Should this change, lifescan will escalate the issue per internal procedures. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.